Event description:
A female pt contacted lifecor customer support to report that she is getting "battery pack fault" lights when she places the battery pack in the battery charger. Support asked her to place this battery pack into the monitor. The monitor would not power up. Support replaced both battery packs.

Manufacturer narrative:
Device manufacture date. Battery pack. Battery pack - 03/2007. Device evaluation summary: device evaluations of both battery packs have been completed. The reported problem was confirmed. First battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Second battery pack was found to have a slightly bent connector. Despite the slightly damaged connector the battery pack operated normally. It was repaired, retested and restocked. No adverse event resulted from the faulty battery packs. The pt received two replacement battery packs.